Manufacturer narrative:
Additional information d8 g3 h3: based on review of all available information, there is no evidence or report to suggest that the event is related to failure of the device to meet specifications, the device was inspected and released for distribution. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, prior to (B)(6) 2022, patient had neither knowledge nor notice that there was any defect in the design, manufacture or labeling of her knee replacement device. Over the course of approximately 2021 through 2022, until her right knee revision surgery, patient suffered pain and swelling in her right knee. On (B)(6), 2022, patient received a surgery for knee revision to remove and replace the defective exactech knee replacement device with a properly manufactured knee replacement device. Since (B)(6), 2022, patient has been wheelchair-bound for several weeks and required physical therapy and has suffered pain and inconvenience engaging in routine day-to-day activities. On (B)(6) 2022, patient plaisance had a surgical procedure generally known as a total knee arthroplasty [tka] performed on her left knee.